Event description:
The customer reported to a baxter representative a condition of one intravia 1000ml sterilized container that was alleged with a leak emanating from the bag seam where it meets the administration port. The bag was reported to have been filled with 653mg of a genentech solution with ndc number (B)(4). The customer reported that this constitutes 2 vials' worth of solution, and the facility would like to be compensated for these vials. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was not returned for evaluation. Therefore, the reported condition could not be confirmed, nor could the cause be determined. Should any additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). - the sample was not available for evaluation. Should any additional information be made available, a follow-up MDR will be submitted.